Event description:
The event is reported as: the stapler jammed during use. The event caused no harm to the patient.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.